Manufacturer narrative:
Concomitant medical product: fr99525 tissue valve, implant date: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac arrest and received external shocks. It was further reported that the implantable pulse generator (ipg) exhibited no sensing and the right ventricular (rv) lead exhibited undersensing. The ipg was explanted and replaced. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.